Manufacturer narrative:
This pt had the following medical history: angina pectoris, prior pci and diabetes. The pt is part of the study. The target lesion was the first diagonal branch. In 2005, a 2.5x23mm cypher stent (lot i0305030) was implanted at 14 atms for 16 ~ 30 seconds by direct stenting. Eight months later, follow up coronary angiography was conducted and restenosis was observed from the proximal edge of the implanted cypher to the proximal left anterior descending (lad). There was 90% stenosis. The % of stenosis within the cypher stent was 31%. The pt didn't show any symptoms. To treat the restenosis in 2006, two 2.5 x 18mm cypher stents (lot i1205027) were implanted from the proximal lad to the proximal edge of the implanted cypher at the first diagonal by the y-stent implant technique. Procedure details were unk. The residual % of stenosis was 0%. The pt was in stable condition. During the index procedure, the proximal circumflex (cx) was also treated. A 2.5x 23mm cypher stent (lot i0305028) was implanted at 14 atm for 16~ 30 seconds. In 2005, a de novo stenosis was observed at the proximal cx. The new lesion was more than 5mm from the proximal end of the implanted 2.5 x 23mm cypher (lot i0305028). There was 90% stenosis. The pt didn't show any symptoms. In 2006, a de novo stenosis in the proximal cx was treated. A 2.5 x 23mm cypher (lot i1205114) was implanted. The residual % of stenosis was 0%. Eight months later, the pt complained of chest pain. Cag was conducted and restenosis was observed at the proximal cx (100%), first diagonal (90%) and proximal lad (99%). There was no thrombus observed. The same month, CABG was conducted on 3 branches at lita-d1, rita-cx and sv-om. The following month, the pt was in stable condition and discharged from the hospital. This device (lot i1205027) is distributed outside the united states; however, it is similar to the united states product. This device is one of five products associated with this event. Please refer to MFR report # 9616099-2006-00761, 9616099-2007-01889, & 9616099-2007-01891. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The pt had restenosis in an implanted cypher stent.